Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube rupture/perforation"), device dislocation ("migration"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, hypothyroidism, back pain, sciatica, cold sores, obesity, mastodynia, perineal pain, hypothyroidism, vitamin d deficiency and uterine bleeding. Concomitant products included aciclovir (acyclovir [aciclovir]), aciclovir (zovirax), levothyroxine, levothyroxine sodium (synthroid) and prenatal vitamins. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/ pain") and migraine ("migraines/headaches"). In (B)(6) 2014, the patient experienced rash ("rashes/ rash on elbow, knee and hand") and pruritus ("itching"). In (B)(6) 2014, the patient experienced breast tenderness ("breast tenderness") with breast pain and mood swings ("mood swings"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("memory loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue,"), abdominal distension ("abdominal bloating "), endometriosis ("endometriosis,"), cystitis ("cystitis,") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved, the pelvic pain had resolved, the rash was resolving and the breast tenderness, mood swings, vaginal haemorrhage, menorrhagia, pruritus, migraine and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, breast tenderness, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. (B)(6) 2013: pregnancy test: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added . Patient¿s demographics and concomitant medication added. Essure indication and explant date updated. New event breast tenderness, mood swings, abnormal bleeding (vaginal, menorrhagia), migraines/headaches, itching, weight gain, hair loss were added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("device breakage"), fallopian tube perforation ("fallopian tube rupture/dislocation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("severe pelvic and abdominal pain"), device dislocation (seriousness criterion medically significant and intervention required), device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant), abdominal pain lower ("cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue,"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis,"), abdominal pain (¿severe abdominal pain¿), and cystitis ("cystitis"). The patient underwent surgery to remove the essure in (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, device breakage, fallopian tube perforation, genital haemorrhage, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, abdominal pain, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstruation irregular, pelvic pain, perforation, rash and vaginal discharge to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.